Manufacturer narrative:
Info anticipated, but unavailable at this time.

Event description:
It was reported that the device closed down and would not open. No further info. The device will be returned for analysis.